Event description:
It was reported that the device was used during a low anterior resection. When the device was fired it did not cut the tissue. The anvil was excised from the tissue. Another device was used to complete the case.